Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 263 mg/dl and nausea after a recent supply change on the ilet, during which the system delivered multiple correction doses but glucose continued to rise; tubing was tested with visible drops and no device alerts were noted, and the prior infusion set had been used beyond 48 hours. Symptoms included hyperglycemia with associated nausea. Outcomes included successful resumption of insulin delivery and guidance to allow 1 to 2 hours for corrections following an infusion site change, with no hospitalization reported. Investigation included troubleshooting over the phone, verification of tubing flow, review of device notifications, and performance of an infusion site change. Investigation of this case revealed that insulin delivery through the prior infusion site was likely compromised despite apparent tubing patency, and replacement of the infusion set resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.